Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image was not displayed because the video communication could not be transmitted to the processor due to the cable breakage. The following statements are included in the instructions for use which can prevent the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." As a result, it is likely the event was caused by user handling.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the image cuts in and out due to shortage in cable. Manipulating the kinked portion of the cable causes the image to cut in and out. User handling caused damage to the device. In addition, the coupler is slightly bent causing a slightly off-center image, but ok to use as-is. The charge couple device has a dead pixel (white dot) showing in image.

Event description:
As reported for this event, during preparation for use, the device image became static. There is no patient involvement, and no harm reported to any patient.